Event description:
Caller reported a malfunction on the pump with no notable events occurring before it. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.